Manufacturer narrative:
Device not available for evaluation, as it was discarded by the hospital. Internal investigation in process.

Event description:
It was reported that: "the surgeon was drilling in the bone and the drill bit broke in the bone."